Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: ventricular fibrillation (arrhythmia), requiring medical intervention to prevent permanent impairment/damage. Device issue: no device malfunction has been reported. It was reported via a trial that it was reported that after the implantation of an unknown xience v stent, the patient experienced angina and two hours later, while quietly resting, spontaneously went into ventricular fibrillation (arrhythmia) and required hospitalization. After treating the patient with medication and defibrillation, the ventricular fibrillation resolved. No additional even to patient information is available.

Manufacturer narrative:
Results and conclusion summation - angina and arrhythmia, as noted in the xience v IFU, are known adverse events associated with coronary stenting. These known patient effects are not necessarily an indication of a product quality issue. Additionally, hospitalization is listed in the risk assesment as a no-fault post-procedure complication. Since, there was no reported device malfunction, there does not appear to be any indications of a stent delivery system (sds) quality issue. However, a conclusive root cause for the reported patient effects, and the relationship to the device, if any cannot be determined.